Event description:
A customer reported via phone call indicating that they had issues uploading their insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that they have windows 7 which would not read their insulin pump. The customer stated there is a black spot near the battery compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit was download properly using care link pro. However, a47 error alarm found in alarm history. A47 error alarm due to corrupted history file. No open circle or black spot on display noted. Unit had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.